Manufacturer narrative:
No clear root cause could be determined based on information provided. Additional information for investigation was requested, but not provided. Quality controls and calibrations were fine. The r2 outside rinse was found to be low. The field service engineer exchanged a valve and confirmed the module was running within specifications afterwards. The issue may have been caused by reagent carry over due to the insufficient rinse which was resolved by the exchanged valve, or, latent issues with sample pipetting. Analyzer errors also indicated the possibility of a sample pre-analytical issue.

Manufacturer narrative:
The customer has provided feedback stating that they have not reported any more issues with result variation. The instrument and test performance have been found to be ok, especially after service actions performed by the service representative.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for uric acid ver.2 (ua). The customer stated that this is not the first time they have had issues with samples with low ua results. When they repeat the affected samples, the repeat results are mainly higher than the initial results. The customer was asked, but did not provide information regarding any previously affected patient samples. A clarification has been requested. The sample initially resulted as 0.8 mg/dl and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2014 and resulted as 3.6 mg/dl. The patient was not adversely affected. The ua reagent lot number was 692521 with an expiration date of 11/29/2014. It was noted that the sample was stored at 2 to 8 degrees celcius and repeated 7 days after the initial run. This is outside of the stated package insert sample stability of 5 days when stored at 2 to 8 degrees celcius.